Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to hypoxia. The patient was a delirium tremens (dt) who opted to decommission the pump as they had reached the end of their life. The device operated as expected and the death was not device related. The device was not returned for evaluation.

Event description:
It was reported that the patient passed away due to hypoxia. The patient was a destination therapy (dt) patient who opted to decommission the pump as they had reached the end of their life. The device operated as expected and the death was not device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was communicated that the device will not return for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including psychiatric episode and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.